Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 30mg/dl. Customer was treated with glucose strips and carbohydrates, and was released 10 hours later in ¿stable¿ condition and a bg level of 120 mg/dl. Reportedly, the pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. The customer reverted to manual injections for insulin therapy.